Event description:
The patient contacted animas alleging she was awoken while asleep by the pump making a repeated reboot sound. At the time of troubleshooting, the patient informed customer support that the pump's display remained blank despite hearing the pump continue to repeatedly reboot. The patient denied any trauma to the pump. The patient confirmed there were no cracks to pump case and confirmed the battery cap was securing to the pump. The patient reported that she replaced the pump's battery and battery cap; however, the alleged issue remained unresolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection revealed that there is no physical damage to the battery cap or compartment; the battery cap fastens securely to the pump. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the alarm history showed that a "low battery" warning and a "replace battery" alarm occurred on the reported event date. The history indicated that the "replace battery" alarm went unacknowledged, resulting in rebooting due to low battery voltage. The pump was exercised for 24 hours with no rebooting and no delivery interruptions.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.